Event description:
The customer reported that the system adjusts to the maximum kv. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found a broken wire in the cable. The rep replaced the cable. The system operates as intended.